Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment had moisture in it and the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/28/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion found inside of the battery canister and on the returned battery cap. A leak test was performed during the investigation and passed. It was also observed that the battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the initial ¿power¿ complaint was duplicated. The pump cover was removed and there was further moisture corrosion found to the power printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.